Manufacturer narrative:
A philips product support engineer (pse) evaluated the device and confirmed the issue was due to a software issue with the windows installer package. The customer was provided information about work around a future software update to prevent this behavior in the future. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the initial pic ix patch failed there was no surveillance. The alarms were only given on the bed side. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.